Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
The procedure was completed the same day using a replacement lens. No patient harm was reported. Patient was not hospitalized as a result of this event. Per the surgeon's opinion, there was no quality issue with the handpiece or iol that caused or contributed to the event. The cause of the event was indicated of "loading of the lens by the tech.¿

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens implant procedure lens found to be scratched with company IV injector. Additional information has been requested.